Event description:
It was reported that during a da vinci s surgical procedure, a broken cable was noticed on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additional findings revealed scratches on the main tube. The distal end of main tube has various scratch marks with light material removal, suggesting it may have been caused by instrument collisions or rough handling. The instrument has 3 uses remaining. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.